Manufacturer narrative:
H7 & h9 : updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient states last night they was getting ready to charge the implanted neurostimulator (ins) and the controller came up with a message that said "software problem" but pt is not sure what the rest of the message was. Pt states the stim on/off button on the top of the controller is stuck inside the controller. Agent sent request to repair to have the controller replaced. Pt states they would like to have the recharger replaced. Pt states they do not see any physical damage to the recharger. Pt states they thought since having the controller replaced, may as well replace the recharger as well. Agent recommended wiping the connectors on the recharger with a clean cloth. Agent reviewed recharger will not be replaced at this time. Additional information was received from the patient. The patient stated that they called back and reported that even with the replacement controller they were still having problems charging the implant. The patient mentioned that when they charge the implant, the charging takes out the battery of the controller but never charged the implant and while the cord of the recharging paddle gets hot, even the paddle gets hot. Patient added that last night they tried to charge the controller but won't because the controller from the attempt to charge the implant also became hot. During the call, the patient tried to charge the controller and confirmed the controller was able to charge with 50% left on its battery. Agent sent repair request to replace the recharger due to it becoming hot.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : electrical failure. No device found message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.